Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd microfine¿ pro 32g×4mm pen injector needle the drug solution did not come out the following information was provided by the initial reporter, translated from japanese to english: the user's report is that the drug solution did not come out; when checking the product.

Event description:
It was reported that while using bd microfine¿ pro 32g×4mm pen injector needle the drug solution did not come out the following information was provided by the initial reporter, translated from japanese to english: the user's report is that the drug solution did not come out; when checking the product.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.